Event description:
Olympus (omsi) was informed that the customer high-definition camera head was returned to olympus for service/repair for a reported ¿manual focus is not possible manually (unable to focus with the focus ring/knob) image is getting blurry¿. The problem was found during an unspecified event. Upon inspection and testing, a no image defect was identified due to a faulty cable unit. This report is being submitted to capture the no image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to b3, b5, e1, e2, e3, and g2.

Event description:
The customer confirmed the high-definition camera head was returned to olympus for service/repair for a reported ¿manual focus is not possible manually (unable to focus with the focus ring/knob) image is getting blurry¿. The problem was found during reprocessing. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to e1 and g2. The information in e1 and g2 , as well as the device evaluation were inadvertently not included in the initial medwatch report. The device was returned to olympus for inspection. The reportable malfunction (loss of image) was confirmed and the customer's complaint (unable to manually focus the camera head) was confirmed. Additionally, the repair center found there was rust on the coupler unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable assembly. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[precautions against frozen or lost endoscopic images] follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. Never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. While uncoiling the camera cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the camera cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the camera cable. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.¿ olympus will continue to monitor field performance for this device.